Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 05mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the son of a female patient reported her humapen savvio device sometimes did not work properly. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin r) via a cartridge from a reusable pen (humapen savvio graphite), thrice daily (20 iu in morning, 20 iu at noon and 10 iu in evening), and beginning on an unknown date. Route of administration and indication for use were not provided. On an unknown date, while on human insulin treatment, she was snoring in a very abnormal way and when her blood glucose level was measured, it was 480mg/dl (reference range was not provided). She was admitted in the hospital due to blood sugar increased. It was noted that sometimes the pen does not work properly (B)(4). Lot number unknown). Further information regarding hospitalization, corrective treatment, outcome of the events and status of human insulin treatment was not provided. The operator of humapen savvio and his/her training status was not provided. The model duration and suspect duration for use was not provided. The suspect humapen savvio associated with (B)(4). Was not returned to the manufacturer. It was noted the usage concerns resolved, and the device was reported to be working properly. The reporting consumer did not provide an opinion of relatedness between the events and human insulin treatment or humapen savvio. Edit 22feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05mar2019: additional information received on 04mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen savvio (graphite) device associated with (B)(4). Which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin r) via a cartridge from a reusable pen (humapen savvio graphite), thrice daily (20 iu in morning, 20 iu at noon and 10 iu in evening), and beginning on an unknown date. Route of administration and indication for use were not provided. On an unknown date, while on human insulin treatment, she was snoring in a very abnormal way and when her blood glucose level was measured, it was 480mg/dl (reference range was not provided). She was admitted in the hospital due to blood sugar increased. Further information regarding hospitalization, corrective treatment, outcome of the events and status of human insulin treatment was not provided. The operator of humapen savvio and his/her training status was not provided. The model duration and suspect duration for use was not provided. The suspect humapen savvio was not returned as the usage concerns resolved, and the device was reported to be working properly. The reporting consumer did not provide an opinion of relatedness between the events and human insulin treatment or humapen savvio. Edit 22feb2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.